Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported, during preventative maintenance performed by carefusion field service engineer (fse), the vela ventilator was displaying "transducer fault (xdcr)" during testing. The customer did not provide patient information. At this time, it is unknown whether there is patient involvement.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis representative (rep) received the suspect pcba (printed circuit board assembly) for evaluation. Upon inspection, the component have been tampered with and damaged. The rep attempted to power on the unit in respiration mode, motor fault and xdcr fault (transducer fault) came on the screen, the turbine was non-operational. Due to the component being tampered with, no root-cause can be determined.